Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range shock impedances. It was stated that this rv lead was a non (B)(6) product. Subsequently, this rv lead was capped and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).